Manufacturer narrative:
A review of the copyildata file from the gem premier chemstat instrument provided by the customer was performed and did not indicate any instrument errors or anomalies. A review of the manufacturing records for the gem premier chemstat cartridge (serial number (B)(6)) confirmed that the cartridge met all established manufacturing and quality assurance specifications, with no nonconformities identified. A review of the complaint database did not reveal any trends or excursions pertaining to the reported failure mode. Accordingly, no remedial action is indicated. Note: this MDR filing is past the 30-day reporting timeframe due to an internal error in complaint assignment to the appropriate risk assessment.

Event description:
On (B)(6) 2025, a customer reported higher than expected creatinine results from their gem premier chemstat, with some results documented in the patient medical record. Repeat testing performed by the customer on a laboratory chemistry analyzer yielded lower creatinine results. No iqm (intelligent quality management) flags or other errors were reported by the gem premier chemstat instrument. The customer was unable to provide information on patient impact.